Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised due to instability. Possible cause or contributor for instability was not reported to the rep. A triathlon cr femur and insert were revised to a triathlon ts femur and insert. Rep confirmed that no further information will be released by the hospital or surgeon.